Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The company representative reported the patient was charging everyday but was losing 25% of the implantable neurostimulator (ins) daily. The representative ran an impedance check and everything looked between 6-800 ohms except for electrode 8 which was showing 7883 ohms when ran at 0.7v. It was reviewed that the electrode impedance value was higher than the others in comparison but was still within range. The patient felt when she charged, she couldn't pass 75%. She would start at 50% and would charge for 2 hours and couldn't get past 75%. The patient reported she got all 8 coupling bars. The patient was not getting any black boxes when connecting with charger according to battery charging history in the clinician programmer. Education was provided regarding recharging. There were no patient symptoms reported. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.